Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component, catalog #: 00597601602 lot #: 61101519, nexgen stemmed tibial tray, catalog #: 00598005702 lot #: 62559916, nexgen stem extension, catalog #: 00598802012 lot #: 62591450, nexgen stem extension, catalog #: 00598802011 lot #: 62648290. Report source- (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address pain. No additional patient consequences were reported.